Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) was in backup mode. The ICD was explanted and replaced with an alternate one on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device was received in backup mode with normal telemetry communication. Final analysis found that the device went into backup mode due to an event queue overflow. The cause of the event queue overflow was determined to be an anomaly in the rf module. No further anomalies were able to be identified.